Event description:
It was reported that the patient reported they were having issues charging their implant and the issue began last sunday. Patient me ntioned that they think their device shorted out and that they cannot charge their implant. Patient stated that they spoke with a rep and were told to call patient services for help. During the call, agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient inserted the battery and confirmed no device found. Patient then connected the recharger and confirmed no device found and agent had patient enter passive recharge mode. Patient reported the number values were 0, 0, 86 and shared that the recharger was burning their skin. Patient stated the recharger at the tip of the paddle got really hot and was burning their skin. The issue was not resolved. Agent sent an email to repair to replace the recharger.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.